Event description:
It was reported that the patient developed hypostatic pneumonia that was confirmed by x-ray and received antibiotic treatment. Ten days later, the patient had impaired oxygenation and was re-intubated. Congestive infiltrates were confirmed by chest x-ray. Four days later, the patient tested positive for candida that was diagnosed to not be related to the ongoing pneumonia. The patient received mucolytic agents, epinephrine, ipratropium bromide, levosimendan and argipressin, two days later, the patient experienced impaired oxygenation with respiratory fatigue and was re-intubated. They had an ongoing increase of carbon dioxide despite invasive ventilation, their hemodynamic situation worsened and a short episode of resuscitation was administered. A bronchoscopy was performed that revealed a coagulum inside the left main bronchus. The coagulum was removed, and patient oxygen improved, and a tracheostomy was performed. The patient was weaned from the ventilator and the tracheal cannula was removed. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the (B)(6) study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.